Event description:
It was reported to philips healthcare that the device displayed an error message indicating that paddles were not detected. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.